Manufacturer narrative:
(B)(4). Additional information received: this is an analysis of two photos submitted for review. During the visual analysis, the following was observed: the photos show two package with the tyvek damaged and the sleeve bent inside of package. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2021 h11=corrected data=g2. G2. Is report source health professional? Yes.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the customer, that "one trocar was broken in half. The box arrived in perfect condition." There were no patient consequences reported.